Manufacturer narrative:
Two 72202469 fast fix 360 reversed curve needle delivery system device used for treatment, were returned for evaluation. Two complaints were opened. There was a relationship between the reported event and the devices. T1, t2 and suture were not returned. The depth limiter were attached and adjusted. One needle was slightly bent toward the right. Both delivery curves had been flattened out. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Both still cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. Complaint history review found one related complaint for this part/lot number.

Event description:
It was reported that during a meniscus repair procedure, after the t1 deployment, t2 would not deploy when the knob was depressed firmly. The needle was bent. There was no backup device available. It is unknown how the issue was resolved. No patient injury or other complications were reported.